Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Additional information requested. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports having an reaction to her moldable device. The end user informed that she had a revision and tummy tuck of her stoma in (B)(6) and "since then she is having sensitivity to tape." Additional information was provided on 09/04/2015, where the end user informed that "she gets red and weepy." End user states she saw a dermatologist in (B)(6) 2015 who administered a steroid injection and prescribed clobex .05%, a steroid spray which helped. End user states she has discontinued using the spray and the irritation is back, mostly under the tape that she picture frames around the skin barrier; which she says is necessary or the appliance leaks.